Manufacturer narrative:
(B)(4).

Event description:
A consumer reported (via a manufacturer representative) that stimulation was lost during the night and she could not recharge the next day. The event occurred ten days prior to the report. It was impossible to interrogate with the patient programmer, recharger and clinician programmer. The signs or symptoms the patient experienced related to the issue included a loss of stimulation. It was not possible to troubleshoot since no interrogation was possible. The action taken to resolve the issue included a physician restart. The physician restart was the only way to re-activate the device. There was no surgical intervention that occurred, nor planned. The issue was resolved, and the patient was alive with no injury at the time of the report.